Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on a stored electrogram (egm). It was also suspected that the cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for an atrial fibrillation (af) with rapid ventricular response episode that was detected as vf. The ra lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.